Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusions set tap not sticking event on (B)(6) 2024. Infusion set has been used for less than one day. Insertion area was prepared by alcohol. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-01497 - device 6 of 6. E1: patient city: (B)(6). Patient country: canada.